Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 580 mg/dl. The customer reported a no delivery alarm not occurring during manual prime. The customer treated for the high blood glucose level with manual injections. The customer did troubleshoot and resolved the issue with an infusion set change. The insulin pump will not be returned for analysis.